Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 40 mg/dl. Cause of low bg level was unknown. Bg was treated with an unspecified intravenous treatment. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. Tandem technical support was unable to complete a system check as customer did not have the pump available for troubleshooting. Reportedly, customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.